Event description:
The stent was unable to cross. The wire and stent were taken out of the patient. It was then noticed that the struts on the stent were no longer crimped to the balloon. The patient had a good outcome.